Event description:
Per report, the retroflex 3 (rf3) delivery system balloon ruptured during a 23 mm sapien valve deployment by trans-apical approach. Summary of case: access was obtained by the thoracic surgeon and the 22 f rf3 sheath was inserted. The patient had moderate to heavy mitral annular calcification, a heavily calcified aortic valve with an annulus diameter of 19 mm, sino-tubular junction (stj) diameter of 19mm and a sinus of valsalva (sov) diameter of 29 mm as assessed by transesophageal echo (tee). The patient also had prolonged use of prednisone. A balloon aortic valvuloplasty (bav) was performed using an 18 mm x 5 cm non-edwards balloon. The bav balloon was exchanged for the 23mm rf3 delivery system/23 mm sapien valve. The valve was positioned across the aortic annulus using fluoroscopy and tee. The valve was deployed during rapid atrial pacing and during inflation, the rf3 balloon ruptured. The delivery system was removed and the valve was assessed. The valve appeared to be in a stable 50:50 position with trivial to trace paravalvular regurgitation. The patient's vital signs stabilized quickly post valve deployment and the physicians were satisfied with the result. The patient remained stable throughout the procedure.

Manufacturer narrative:
Additional information was added to: (expiration date) and (device manufacture date). In this case, the retroflex3 delivery system was used by transapical approach. The safety and effectiveness of the edwards sapien transcatheter heart valve via transapical delivery has not been established, is not an approved method of delivery for the sapien valve in the united states, nor is it endorsed or recommended by edwards lifesciences. The device was returned to edwards for its evaluation. Upon visual inspection of the returned device, a longitudinal tear was observed along the length of the balloon. The visual inspection of the longitudinal tear line revealed no surface defects, severe creases were also observed in the middle and proximal sections of the balloon. Due to the creases at the middle and proximal sections of the balloon, an accurate measurement of the wall thickness could not be conducted. The balloon component is 100% visually inspected for defects, is burst pressure tested, and 100% dimensionally inspected during the manufacturing process. These inspections make it highly unlikely that a damaged or out of specification balloon component is the root cause. The balloon is inflated to ensure proper size and inspected for mechanical damage, and the device is leak tested after the balloon is pleated and folded. This makes it highly unlikely that a pre-existing pin hole on the balloon could have caused a rupture. Deployment balloons on thv delivery systems are subject to increased risk of burst in a calcified annulus via open cell impingement and / or stress concentration. A device history records (DHR) review was performed, and it showed that the device met the specifications prior to its distribution. The reported balloon burst was confirmed; however, no manufacturing non-conformities could be detected. The condition of the returned device and the available information suggests that patient factors and procedural factors may have contributed to the event. Per report, the patient had a heavily calcified aortic valve; therefore, it is possible that the rupture was caused by puncture from a calcium deposit. Review of the complaint history of (B)(4) 2012 did not reveal that occurrence rate exceeds control limits for this failure mode. The instructions for use (IFU) and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Since there was no manufacturing non-conformities found on the returned sample or labeling issues, no further investigational activities will be performed. No further actions are required at this time.

Manufacturer narrative:
The device was received, evaluation of the device is ongoing.